Manufacturer narrative:
(B)(4). The customer has indicated that the device will be returned to (B)(4) for investigation; once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer reports for an ats 2200- fr the presence of venous blood during surgery while they are properly connected. No additional clinical information was provided. No additional consequences have been reported as a result of this malfunction.

Event description:
The customer reports the presence of venous blood during surgery while they are properly connected. No harm and no delay was reported and no additional procedure was required. On 02 aug 2018, additional information was received that the sales rep visited the clinic after the event and tested cuffs, two of which were worn, after the replacement of those the customer did not face any other issue. Therefore, the reported event is unrelated to the device originally reported under this medwatch.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay corrected information. The following sections were updated: date of report, event, PMA/510k, if follow up what type, additional MFR narrative. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.